Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report #: 1627487-2017-00026, reference MFR. Report #: 1627487-2017-00027, reference MFR. Report #: 1627487-2017-00029. It was reported the patient stated her pns (off label) system was not providing adequate relief for her pain. Subsequently, the patient underwent surgical intervention where the system was explanted and replaced with a different model. The patient reported effective therapy following the procedure.